Manufacturer narrative:
Device catalog number: ult8.5-38-25-p-5s-cldm-tong-050399. (B)(4). PMA/510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, following a percutaneous nephrolithotomy procedure in which a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, a leak between the hub portion and the catheter portion of the device was observed. The procedure occurred in the morning, and the leak was noticed in the afternoon. The product problem ultimately necessitated the removal and replacement of the complaint device. The replacement procedure was performed with no additional complications reported. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Answer to the additional information request was received on 15-may-2018. Per the reporter, this information will not be provided due to hospital internal regulations. Investigation - evaluation. A review of the drawings, dimensional verification, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Customer returned one 8.5fr mac-loc catheter in two separate pieces. The proximal end is comprised of the mac-loc hub, cap, and approximately 9cm of catheter tubing. Distal piece is comprised of 19cm of catheter tubing. Biomatter was present on the exterior of the device, likely indicating use. There was dark discoloration near the cap and proximal end. The mac-loc was returned in a locked position. No other surface defects were noted. The catheter outer diameter and the number of threads between the mac-loc and cap were within cook's manufacturing specifications. A twist and tug test revealed that the cap and hub were securely attached, as well as the tubing and cap. A leak test was performed by clamping the distal end of the tubing with hemostats and injecting room temperature water through the proximal hub with a syringe. A leak was confirmed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is no further actions required at this time. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.